Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the bend in the shaft and the difficulty positioning the device. It was reported that this was a mitraclip procedure to treat grade 3 to 4 degenerative mitral regurgitation (mr). During advancement of the clip delivery system (cds) to the lateral jet, a set in the shaft of the cds was noted; approximately a 90 degree bend. Even after the medial (m) curve was removed using the m knob, a significant set remained on the shaft. The undeployed cds was removed and replaced. The second cds was able to grasp the leaflet, but it was decided not to deploy the second cds due to the patient anatomy and mean gradient pressure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The results confirmed the reported bent shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify any similar incidents for the reported lot. The reported shaft bend appears to be related to the observed bend in the actuator mandrel. Since the mandrel is located inside the shaft, if the mandrel is bent, the shaft will likely demonstrate a similar bent condition. However, a definitive cause for the bend in the actuator mandrel could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.